Manufacturer narrative:
Two incidents were reported by the customer using the same suspect device. (B)(6).

Event description:
Customer reportedly received results of 180 mg/dl and result in the 80's (mg/dl) within 10 minutes on the advantage system. No actions taken based on device result. Requested return of suspect device, however, test strips are no longer available; replacement was sent.